Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient implanted with a 25mm 3000tfx aortic valve for 10 years and 6 months, underwent a valve-in-valve procedure due to severe aortic regurgitation. Severe bioprosthetic valve deterioration was indicated. The surgeon implanted a non-edwards transcatheter valve. After deployment, there were excellent hemodynamics. The patient is reported to be in stable condition. He was discharged on pod #6.